Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05839. It was reported that the patient presented via remote transmission, an alert for high voltage lead impedance was observed on the rv lead. Noise was observed on the ra and rv leads. The leads were explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed while the event of noise was confirmed in the laboratory. An internal abrasion breaching the re lumen exposing the cables was noted at 7.2cm to 9.5cm from the distal tip. The etfe cable coatings and inner lumen were abraded. An internal abrasion breaching the rv lumen exposing the cables was noted at 10.6cm to 15.0cm from the distal tip. One of the rv etfe cable coating was abraded. An internal abrasion breaching the rv lumen exposing the cables was noted at 28.0cm to 28.5cm from the distal tip. The etfe cable coating was intact. The cause of noise was found consistent with the abraded etfe cable coating.